Manufacturer narrative:
(B)(4). The results of this investigation concluded there was a tear in the free edge of cusp 1, and a perforation near the free edge of cusp 2. Fibrous pannus ingrowth was observed on the inflow surface of cusps 2 and 3. Focal calcification was observed at the base of cusp 1. No acute inflammation was observed and gram stains were negative for organisms. No evidence was found to suggest the cause of the pannus, calcification, cusp tear, and cusp perforation was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2008, the patient underwent an aortic valve replacement with this 21 mm sjm biocor valve. Approximately 8 years postoperatively, the valve was noted to be stenosed. On (B)(6) 2016, the valve was explanted and a 29 mm sjm epic valve was implanted. The patient was reported to be stable postoperatively.